Event description:
Letter from health insurance co rep, dated 10/21/98 states: "the managed care staff and I have reviewed the request for coverage of service(s) for you. Based on this review, removal of silicone implants and replacement with saline implants is not authorized for payment. This denial is based on a contractual exclusion." Letter from rptr to health insurance co rep, dated 11/2/98 states: "I'm writing to you to please consider the authorization of the removal of the silicone implants and to replace them with saline implants. I have developed different problems in my body and have had different kinds of tests, to only find out that I am positive for an auto-immune disease. Along with my joints hurting me, my kidneys have been hurting and I have had headaches and loss of short turn memory. My lymph nodes have also been hurting me and my glands are swollen on the left side of my chin and shoulder blade. The mammograms that I have had, have moved the silicone implants and I have a lump in my left breast. I also have calcium deposits in my breast tissue. When the silicone breast implants are removed, the scar tissue will have to come out. There will be little breast tissue of my own left. This is why I need to have the saline implants put back in. There is also a possibility that a rupture exits with the breast showing a lump raised and the swollen glands both on the left side. I have always been relieved that I have health insurance for the necessity of keeping my self well. Now that it is medical necessary for me to have this operation, I had to go to my credit card and borrow the money to keep myself well. I also have angina and the extra stress that I'm having to cope with, is not good for my heart condition." Letter from health insurance co rep to rptr, dated 11/13/98 states: "I am writing you in response to your appeal of the health insurance co's decision to deny coverage for removal of silicone implants and replace with saline implants. Based on the info I have rec'd and reviewed, it is my determination that the denial is based on a contract exclusion." Info from health insurance co's limitations and exclusions states: "surgery or related services for cosmetic purposes to improve appearance, but not to restore bodily function or correct deformity resulting from disease, trauma, or congenital or developmental anomalies." Rptr writes to health insurance co rep on 11/28/98: "I'm writing once again to ask you to consider the authorization of payment for the removal of the silicone implants and the replacement of the saline implants. As you read the operative notes you will find that the "right breast implant" then had a single tiny puncture and the "left breast implant" had a thin layer of transparent semisolid material, that is the silicone was leaking out. It is very possible that the blood test showed the auto-immune disease, because of the silicone leaking into my body! This leakage has also caused problems with my joints." Rptr's dr writes to health insurance co rep on 10/15/98: "pt is a 61 yr old female who underwent bilateral augmentation mammaplasty in 1984 with silicone gel breast implants. Pt had developed significant joint pain and was recently found to have a positive antinuclear antibody screen. Her internist and her rheumatologist have both recommended that she have her silicone gel breast implants removed. We have requested that they send letters to you under separate cover supporting their recommendation. From a surgical standpoint, pt would require removal of both silicone gel breast implants, bilateral open periprosthetic capsulotomies, and replacement with bilateral saline implants. It shoud be noted that pt had significant calcium deposition secondary to capsular contracture, and with removal of the implants and capsules may well have minimal breast tissue remaining. It will therefore be necessary to replace the silicone gel implants with saline implants. I would therefore request authorization for this procedure." Rptr's internest writes to health insurance co on 10/16/98: "the above captioned pt has been under my medical care since 1983. The pt has suffered with diffuse, unexplained arthralgias for several years. Recent laboratory studies have showed a positive anti-nuclear antibody, titer 1:160. She has silicone breast implants. Although the causal relationship between silicone breast implants and auto-immune disorders is controversial, I feel that this pt should have them removed." Rptr's physician writes to health insurance co on 10/21/98: "this is to certify that pt has had symptoms suggestive of connective tissue disorder. This has been recent and in view of the fact that she has silicone implants, it is medically indicated to remove the silicone implants, as soon as possible." Rptr's physician writes to health insurance co on 11/24/98: "pt is a 61 yr old female who underwent bilateral augmentation mammaplasty in 1984 with silicone gel breast implants. Pt has subsequently developed joint pain and was found to have a positive antinuclear antibody screen. Her internist and rheumatologist both recommended that she undergo removal of her silicone gel breast implants. On november 5, 1998 pt underwent removal of her bilateral silicone gel breast implants. The right breast implant was found to be intact with no evidence of silicone leakage. The left implant was found to be grossly intact, however there was a sticky silicone like substance coating the outer membrane, consistent with micro-leakage of silicone. At the same surgery pt underwent bilateral capsulectomies and then submuscular placement of saline filled breast implants."